Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) failed section 25 of the electrical safety test related to the protective earth ground. The measured resistance was 0.546 ohms, which exceeded the specified limit of =0.300 ohms. The line cord was replaced. Following replacement, the protective earth ground resistance measured 0.225 ohms and met specification. The controller was cleared for use and scheduled to be returned to the customer. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the cause of the electrical safety test to fail was related to the ac cord set.